Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: returned product consisted of zelante dvt thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the left upper extremity venous system. The catheter initially failed to prep, giving the "check saline supply" error twice and then finally passed the prep sequence. Aspiration was initiated inside the body. Then after re-evaluation, a second pass, was attempted; however a "check saline supply" error message appeared and the device failed to reset. After the third attempt, the procedure was stopped at that point and the initial result was accepted. There were no patient complications reported and the patient is fine.